Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after a merlin transmission showed sinus tachycardia with inappropriate detection of episodes of pacemaker mediated tachycardia. The device was reprogrammed.